Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). Several unsuccessful attempts were made to obtain additional information. The actual pump was returned and the volumetric accuracy was tested three times at a rate of 100ml/hr and a volume to be infused of 10ml. The test results were within specifications. Based on the results of the investigation, the pump operated as intended. If any additional pertinent information becomes available, a follow up report will be submitted. - attachment: [(B)(4).pdf]

Event description:
As reported by the user facility: incorrect dose. The reporter stated that he did not have any further information. He stated that he assumed that the pump was in use at the time but he did not have any incident report or note from the nurse involved. He said that typically the facility will file an internal report to accompany the pump when it is received in the biomed department, but there was none available for this event. He did not know from what area of the facility or shift the incident occurred. Patient injury unknown.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 100ml/hr and 10ml and the pump tested in specifications. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.